Manufacturer narrative:
H3: one device was received for analysis. The service history review had no indication that the complaint was not related to service of the device within the last 12 months. The reported issue was confirmed through visual inspection. Downstream occlusion (dso) seal was replaced since it was peeling. The upstream occlusion (uso) and dso sensors were calibrated. The device then passed all tests after the repairs.

Event description:
It was reported that the device battery door was found to be broken. The door was cracked on the underside, by the top battery springs. The dso seal looked to be delaminated and looks to be compromised.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.